Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 20-apr-2018. Product investigation is in progress.

Event description:
Side of mouth swelling [mouth swelling]. Cut - cheek/mouth [mouth injury]. Cut - lip [lip injury]. Cut and damaged inside of gum [gingival injury]. Side of mouth bruised [oral contusion]. (Puss) from wound on cheeks/mouth/lips [wound]. Pain, sore - mouth [oral pain]. Scarring is white and visible [scar]. Numbing - mouth [hypoaesthesia oral.] Numbing - side of face (up to the eye) [hypoaesthesia]. Head seems loose where it rotates...where it swivels there is a gap...think flesh has caught in between - oral-b precission clean brushhead [injury associated with device]. Head seems loose where it rotates...where it swivels there is a gap - oral-b precission clean brushhead [device physical property issue]. Toothbrush head severed through the head [device breakage]. Puss from (wound) on cheeks/mouth/lips [purulent discharge]. Case description: an adult female consumer of unspecified age reported spontaneously via phone on 12-apr-2018 that she purchased an oral-b vitality series rechargeable toothbrush type 3709 about 3-4 months ago, and the oral-b power oral care refills precision clean severed through the head and cut and damaged the inside of her gum; this happened on either (B)(6) 2018. The consumer explained that she was going back and forth on her bottom teeth when she thought what happened was where the brush head swiveled, there was a gap and her flesh had gotten caught in between. She went to the doctor on (B)(6) 2018 as there was a little pus coming out, and her doctor gave her antibiotics (amoxil) as he was worried it would go infected; she had not had any follow-up appointments. The consumer noted that it had been so painful, and also that the head seemed loose where it rotated. She explained that she had not been able to touch it with a brush as it had been so sore, and that the numbing sensation in her mouth and on the side of her face (up to the eye) happened the day after; on the left side of her mouth/cheek it went bruised, cut, and was also swollen. She also had a cut on her lip. She stated that the cut was deep, and she had a little pus coming from the wound. Her toothbrush was still working, but the experience had put her off from using it and she had discontinued use; she had been using oral-b brushes for a few years and changed the head on her toothbrush regularly. This particular brush head had been fine for a few brushes. She reported that she was healing, and the overall case outcome was improved. Other relevant history: allergy/intolerance: n/a. No further information was provided. On 14-apr-2018 received consumer's follow-up e-mail: the consumer reported that the scarring was white and visible, and that she would be going to the doctor this week. No further information was provided.

Manufacturer narrative:
23-may-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 20-apr-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Ide of mouth swelling [mouth swelling]. Cut - cheek/mouth [mouth injury]. Cut - lip [lip injury]. Cut and damaged inside of gum [gingival injury]. Side of mouth bruised [oral contusion]. (Puss) from wound on cheeks/mouth/lips [wound]. Pain, sore - mouth [oral pain]. Scarring is white and visible [scar]. Numbing - mouth [hypoaesthesia oral]. Numbing - side of face (up to the eye) [hypoaesthesia]. Head seems loose where it rotates...where it swivels there is a gap...think flesh has caught in between - oral-b precision clean brushhead [injury associated with device]. Head seems loose where it rotates...where it swivels there is a gap - oral-b precision clean brushhead [device physical property issue]. Toothbrush head severed through the head [device breakage]. Puss from (wound) on cheeks/mouth/lips [purulent discharge]. An adult female consumer of unspecified age reported spontaneously via phone on 12(B)(6) 2018 that she purchased an oral-b vitality series rechargeable toothbrush type 3709 about 3-4 months ago, and the oral-b power oral care refills precision clean severed through the head and cut and damaged the inside of her gum; this happened on either (B)(6) 2018. The consumer explained that she was going back and forth on her bottom teeth when she thought what happened was where the brush head swiveled, there was a gap and her flesh had gotten caught in between. She went to the doctor on (B)(6) 2018 as there was a little pus coming out, and her doctor gave her antibiotics (amoxil) as he was worried it would go infected; she had not had any follow-up appointments. The consumer noted that it had been so painful, and also that the head seemed loose where it rotated. She explained that she had not been able to touch it with a brush as it had been so sore, and that the numbing sensation in her mouth and on the side of her face (up to the eye) happened the day after; on the left side of her mouth/cheek it went bruised, cut, and was also swollen. She also had a cut on her lip. She stated that the cut was deep, and she had a little pus coming from the wound. Her toothbrush was still working, but the experience had put her off from using it and she had discontinued use; she had been using oral-b brushes for a few years and changed the head on her toothbrush regularly. This particular brush head had been fine for a few brushes. She reported that she was healing, and the overall case outcome was improved. Other relevant history: allergy/intolerance: n/a. No further information was provided. 14-apr-2018 received consumer's follow-up e-mail: the consumer reported that the scarring was white and visible, and that she would be going to the doctor this week. No further information was provided. Follow-up: consumer stated that ointment was also used with the antibiotics.